Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding into endometrial canal / approximately 1 cm protrusion into the endometrial canal of the left essure device'), endometritis ('possible endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 24-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco abuse, anemia, multiparous, urinary tract infection, abdominal pain, c-section, uterine bleeding, endometriosis, low back pain, vaginal discharge, bacterial vaginosis, bloating, antiinflammatory therapy, throat pain and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2016, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, pelvic inflammatory disease, migraine and dysmenorrhoea outcome was unknown, the pelvic pain, attention deficit/hyperactivity disorder, depression and anxiety was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, attention deficit/hyperactivity disorder, depression, device dislocation, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion complete bilateral tubal occlusion.. Concerning the injuries of the patient, the events "pelvic inflammatory disease and endometritis" were captured from the medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (b)(6() 2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: protruding into endometrial canal / approximately 1 cm protrusion into the endometrial canal of the left essure device'), endometritis ('possible endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco abuse, anemia, multiparous, urinary tract infection, abdominal pain, c-section, uterine bleeding, endometriosis, low back pain, vaginal discharge, bacterial vaginosis, bloating, antiinflammatory therapy, throat pain and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2016, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, endometritis, pelvic inflammatory disease, migraine and dysmenorrhoea outcome was unknown, the pelvic pain, attention deficit/hyperactivity disorder, depression and anxiety was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, attention deficit/hyperactivity disorder, depression, device expulsion, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Complete bilateral tubal occlusion. Concerning the injuries of the patient, the events "pelvic inflammatory disease and endometritis" were captured from the medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received : medically confirmed case. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, psychological or psychiatric problems condition: adhd, depression, mental anguish, migraines / headaches, migration of essure device location of device: protruding into endometrial canal and dysmenorrhea (cramping) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding into endometrial canal / approximately 1 cm protrusion into the endometrial canal of the left essure device'), endometritis ('possible endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 24-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco abuse, anemia, multiparous, urinary tract infection, abdominal pain, c-section, uterine bleeding, endometriosis, low back pain, vaginal discharge, bacterial vaginosis, bloating, antiinflammatory therapy, throat pain and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2016, the patient experienced attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("urinary disorders") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, pelvic inflammatory disease, migraine and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the attention deficit hyperactivity disorder, depression and anxiety was resolving. The reporter considered anxiety, attention deficit hyperactivity disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion complete bilateral tubal occlusion. Concerning the injuries of the patient, the events "pelvic inflammatory disease and endometritis" were captured from the medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding into endometrial canal / approximately 1 cm protrusion into the endometrial canal of the left essure device'), endometritis ('possible endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 24-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco abuse, anemia, multiparous, urinary tract infection, abdominal pain, c-section, uterine bleeding, endometriosis, low back pain, vaginal discharge, bacterial vaginosis, bloating, antiinflammatory therapy, throat pain and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2016, the patient experienced attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("urinary disorders") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, pelvic inflammatory disease, migraine and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the attention deficit hyperactivity disorder, depression and anxiety was resolving. The reporter considered anxiety, attention deficit hyperactivity disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Complete bilateral tubal occlusion. Concerning the injuries of the patient, the events "pelvic inflammatory disease and endometritis" were captured from the medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event urinary disorder added. Outcome for the event pain, bleeding updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding into endometrial canal / approximately 1 cm protrusion into the endometrial canal of the left essure device'), endometritis ('possible endometritis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 24-year-old female patient who had essure (batch no. B93879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco abuse, anemia, multiparous, urinary tract infection, abdominal pain, c-section, uterine bleeding, endometriosis, low back pain, vaginal discharge, bacterial vaginosis, bloating, antiinflammatory therapy, throat pain and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"). In (B)(6) 2016, the patient experienced attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd,"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract disorder ("urinary disorders") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometritis, pelvic inflammatory disease, migraine and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved and the attention deficit hyperactivity disorder, depression and anxiety was resolving. The reporter considered anxiety, attention deficit hyperactivity disorder, bladder disorder, depression, device dislocation, dysmenorrhoea, endometritis, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion complete bilateral tubal occlusion. Concerning the injuries of the patient, the events "pelvic inflammatory disease and endometritis" were captured from the medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event urinary disorder added. Outcome for the event pain, bleeding updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.